Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician went to remove peg tube through the stoma site, the internal bolster detached inside the patient's stomach. The detached bolster was not retrieved because the patient's family did not want the patient to go through another procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.